Event description:
Pt on special bariatric bed was turned onto their left side when metal extension bracket lacerated pt's calf through the bedding and cushion. Pt sustained full-thickness skin laceration and will require skin grafting.